Event description:
It was reported while using bd bactec¿ fx top, a false specimen association caused a false negative result. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: this complaint alleges a blood culture bottle was inserted into the bactec fx and was associated with an old sample from november. There was no adverse impact on the patient due to the misassociation. This new sample was immediately reported as negative due to this misassociation. Bd application specialists guided the customer to manually correct the association. The instrument was verified to be operating to specification. The bactec fx only holds data for 60 days therefore this complaint is unconfirmed failure of the instrument, and the root cause is unknown. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release for manufacturing due to service repairs/pms. Service history review revealed there were no previous complaints for this issue. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ fx top, a false specimen association caused a false negative result. There was no report of patient impact.